Event description:
Medics were called to a person in cardiac arrest. The patient had been down for at least 10 minutes prior to their arrival. After the device was connected to the patient, the device reportedly continued to display a "connect electrodes" warning message and use of the device was inhibited. Paramedics arrived at approximately the same time the device was connected to the patient. The paramedics took over treatment of the patient. The patient was not resuscitated. The reporter indicated that the device did not cause or contribute to the patient's outcome. This opinion was based on the length of the patient's down time.

Manufacturer narrative:
Medtronic continues to investigate the reported event.